Event description:
Device 2 of 2. Ref MFR report#: 1627487-2013-20209. It was reported the pt is without stimulation. The pt tried increasing amplitude and it would increase then immediately return to zero. Diagnostic testing confirmed invalid impedance. Reprogramming attempt was unsuccessful. A physician consult is forthcoming. F/u revealed surgical intervention for a surgical lead replacement will be undertaken at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.